Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. The assignable root cause was traced to component failure due to faulty parts. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the small battery device was not working. During evaluation, it was determined that the device would not power on, the electrical control unit had no voltage and the motor was corroded. The device also failed pretests for check the oscillation/forward/reverse mode function, check the oscillation angle, check the switching function forward/reverse, check the power with test bench and check for sticky speed trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.